Manufacturer narrative:
Device is a combination product. F/g,promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts on the proximal end of the stent was lifted and pulled in a distal direction. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-nov-2019. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion with less than 45 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 2.50x28mm promus element plus drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.